Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video assisted thoracoscopic lobectomy, at the first firing, the reload was attached to the handle with no problem and was used for lung parenchyma. It was able to fire without any problem, however, in the middle of returning the knife, the black return knob stopped and it could not be returned to initial position. Although the jaws did not open completely, the jaws were able to be removed from the tissue without any problems and there was no particular problem in the staples' formation. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual evaluation of the reload noted that it was fully fired and the anvil clamping mechanism was deformed. During functional testing it was observed that the reload was able to cycle through interlock. The reload was disassembled for evaluation of internal components. This examination found that the knife bar laminates within the reload were bent. Replication of the deformed anvil clamping mechanism and bent knife bar laminates may occur under the following conditions. 1. Application over tissue that is beyond the recommended thickness range. 2. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and I n corresponding selection of staple. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.